Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04jan2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported display failure during installation. The touchscreen was insensitive and could not be calibrated after boot. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15feb2019, date rec¿d by MFR : 22jan2019. Failure analysis conducted by philips on the returned v60 unit shows that this failure was isolated the graphic user interface touch screen which was out of specification. This customer returned touch screen was scrapped. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.